Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Labelling review. Based on the complaint investigation, the complaint for svd-degeneration/deterioration was confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. Imaging dated approximately 2 years and 11 days post procedure confirmed the presence of valve stenosis and regurgitation. Additionally, the patient was previously hospitalized on post operative day 415 due to several symptoms and was confirmed to have endocarditis, heart failure, and elevated troponins. Endocarditis is a known degenerative tissue disease which can impact cardiac health, including leaflet deterioration. While the endocarditis was confirmed to be clinically resolved, it is unknown if any long-term effects persisted on the patient's cardiac tissue. The previous medical conditions (endocarditis, heart failure, elevated troponins) are potential contributing factors; however, these factors are not able to be confirmed as the root cause of the event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no corrective or preventative actions were required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b7, g3, g6, h2, h6 and h11. Additional information reported that 2 years, 1 month, and 15 days post procedure the patient had a valve in valve intervention. The patient had an echo 1 year, 11 months, 11 days post procedure that showed severe tricuspid stenosis and severe tricuspid regurgitation. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where 713 days post procedure the patient had a heart catheterization showing a 9mmhg gradient between the right atrium (ra) and right ventricle (rv) suggestive of severe bioprostheic tv stenosis. The patient also had an echo showing mean gradient of 15mmhg with a peak of 25mmhg. The heart rate was 90 during the echo. Additional information was received reporting that 712 days post procedure the patient was hospitalized for acute heart failure with symptoms of weakness, shortness of breath, and had swelling. The patient was given IV lasix for the heart failure. The patient was discharged home 20 days after admission. No root case reported.